Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: post office or zip code: unknown/ not provided section e1: reporter: telephone number: (B)(6) section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the monofocal non-preloaded intraocular lens (iol) was fractured. Iol was removed and replaced. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 26 aug 2025. Section h3: device evaluated by manufacturer: yes. Visual inspection under magnification was performed and found the lens was coated in viscoelastic residue with a detached haptic. The lens was cleaned and inspected, and no further issues were identified. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.